Event description:
It was reported that during a lap nissen procedure, the device did not pass the pre-test. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Eval summary: the device was rec'd in good condition. No visible damage was noted. The instrument was functionally tested with a generator and it activates as intended while using the footswitch; however, the hand control switch assembly buttons were completely non functional. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.